Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
Date sent to the FDA: 5/5/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia, adhesions, obstruction and discomfort following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010, and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017, during which the surgeon noted ¿the mesh in the abdominal wall was noted to be infected. The surgeon performed a small bowel resection, anastomosis and mesh removal.¿ it was reported that the patient experienced severe pain. No additional information is provided.